Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 4024-52 lead, implanted (B)(6) 1999, 4568-45 lead, implanted (B)(6) 1999. (B)(4).

Event description:
It was reported that the left ventricular lead threshold had increased. The lead was capped and replaced. No patient complications have been reported as a result of this event.